Event description:
Healthcare professional reported a "left side deflation." Device has been explanted.

Manufacturer narrative:
Device evaluation: based on the device analysis grid, the assessments of the complaint are: deflation: observed, one opening on the posterior side assessed as fold flaw opening. Additional observation: crease observed inside the device. Wear abrasion observed on the device. White particles observed inside the device. No penetrating nick (stress marks). No further actions are required as no issues with the manufacturing process are observed.

Event description:
Device was explanted.

Manufacturer narrative:
A review of the device history record has been completed. No deviations or non-conformances noted. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: deflation.

Event description:
Healthcare professional reported a left side deflation. Device remains implanted.